Manufacturer narrative:
H1: report type corrected as no serious injury had occurred at the time of this report. H6: due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient was having a lot of pain from the ins. The patient stated they couldn¿t participate in activities, it did calm down at one point but now it was constant again. The patient stated no one had looked at the device yet. The patient reported they don¿t mess with the settings and didn¿t know if it happened on and off, they noted no falls or traumas. The patient noted the issue had been occurring since implant and this was their 4th implant, but they didn¿t have any record of the 4th implant so they weren¿t sure of their memory. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by a patient they had a painful situation involving their stimulation therapy, interstim for urinary control. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they contacted their healthcare professional¿s (hcp) office but they have not gotten an appointment for their current incontinence. The patient stated that they had a problem with their device way before now. They were in a minor incident which made it worse. The patient stated that they would probably need a fifth surgery because they had to use their hand to push it back down to stop the pain. No further complications were reported/are anticipated.

Event description:
Patient reported that they would need their implantable neurostimulator (ins) re-implanted because it had risen to the surface of their skin and was causing pain. No patient outcome was reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.